Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clip applier jammed and would not fire. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident?no. Was the device fired after this incident in or out of the patient? Asku. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, twelve clips were formed according our manufacturing specifications and one clip was not properly fed into the jaws causing the clip to be ejected. The clip was caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No incident related to the reported event was observed during the batch record review.